Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in the clinic after receiving an alert for noise due to far-r wave oversensing leading to inappropriate mode switch. The patient was asymptomatic. Programming changes were made and the patient will continue to be monitored.